Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump failed due to possible end of service on (B)(6) 2018 and would be replaced on (B)(6) 2018. No symptoms were reported. The patient was reported to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider via a device manufacturer representative indicated that the pump would be removed on (B)(6) 2018. No further complications have been reported as a result of this event.